Manufacturer narrative:
Technician found the bed in bed shop. Found ground pin loose on power cord. Replaced power cord to resolve this issue.

Event description:
Info received alleged the bed was working correctly. No injury alleged. Bed located in bed shop.